Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an e226 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction e315 incompatible scope error was not established as there was no problem identified and the most probable root cause of the malfunction e226 scope communication error was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an e315 incompatible scope error. The event had occurred during inspection for use. There were no reports of patient harm.